Event description:
It was reported that during a laparoscopy case, the rubber seal came loose and fell into pt. The seal was retrieved through a trocar. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.